Event description:
When the patient was given a bolus using the ptm (personal therapy manager) or the physician programmer, her pump pocket site felt hot; she felt a burning sensation in her left leg; and her toes on her left leg turned red. They tried different size boluses and the patient got the same reaction regardless of the size of the bolus. The patient was getting pain relief. They believed the reaction in the leg was likely drug related, but they were concerned that some drug may be leaking near the pump connector causing the sensation near the pump. The patient did not feel the same sensation when the pump was in a simple continuous mode. The catheter tip was placed at approximately t-10 and the pump was in the left low back, upper buttock area. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).